Event description:
It was reported that the physician was wanting to know if the signals seen on the egms were indeed atrial fibrillation for the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD). Data analysis was performed, and boston scientific technical services indicated that the data showed temporary seal plug damage and or air entrapment inside the device header which occurred close to implant time. This type of artifacts involved alternate and secondary vector. Recommendation to evaluate last episode to proceed with actions. If event was weeks ago, no further actions may be needed. If event happened just hours or days ago check next action items. Review primary vector for temporary reprogramming until air resolved. Switch to primary vector if usable and if primary vector cannot be used, consider turning device off until resolved. Consider checking post implant x-rays to verify system placement and connection as well. The physician plans to continue monitoring the patient, no further actions at this time. No adverse patient effects were reported. This device remains in-service.

Event description:
It was reported that the physician was wanting to know if the signals seen on the egms were indeed atrial fibrillation for the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD). Data analysis was performed, and boston scientific technical services indicated that the data showed temporary seal plug damage and or air entrapment inside the device header which occurred close to implant time. This type of artifacts involved alternate and secondary vector. Recommendation to evaluate last episode to proceed with actions. If event was weeks ago, no further actions may be needed. If event happened just hours or days ago check next action items. Review primary vector for temporary reprogramming until air resolved. Switch to primary vector if usable and if primary vector cannot be used, consider turning device off until resolved. Consider checking post implant x-rays to verify system placement and connection as well. The physician plans to continue monitoring the patient, no further actions at this time. No adverse patient effects were reported. This device remains in-service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.